Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal piece on the back of the pinnacle cup handle fell off.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found the breakage is attributed to repeatedly loading in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No corrective action taken at this time. Continue to monitor via post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.